Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. A field service engineer (fse) determined that the dilution cup had a pit in it from where the sipper makes contact. The fse rotated the cup so that the sipper no longer hits. A precision check was completed and passed. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium electrode results for 2 patients from the cobas e 402 analytical unit. Patient 1's initial result was 136.5 mmol/l, and the repeat result from a different analyzer was 146.30 mmol/l. Patient 2's initial result was 138.9 mmol/l, and the repeat result from a different analyzer was 145.4 mmol/l. The initial results were deemed correct. The physician stated that the patient's results had shifted higher, prompting the rerun of the patient's samples.

Manufacturer narrative:
Correction to b5 describe event or problem: there was an allegation of questionable sodium electrode results for 2 patients from the cobas c 303 analytical unit. Calibration performed on the date of the event did not have any alarms noted. Qc performed on the date of the event was passing. The investigation determined that the service action resolved the issue.